Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds on the left ventricular (lv) lead channel and high out of range pacing and shock impedance on the right ventricular (rv) lead channel. During the system revision, the leads were tested via the pacing system analyzer (psa). The lead measurements were within range. However, when the measurements were measured when the leads were attached to the device, the shock impedance was high out of range again. The device was explanted and replaced. The measurements were within range. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. High powered visual inspection determined that the coil springs in both the right ventricular (rv) and left ventricular (lv) lead barrels had become dislodged in their respective ports and were pushed into the rv and lv ports. The dislodged coil springs caused the loss of capture and high out of range lead impedances.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture thresholds on the left ventricular (lv) lead channel and high out of range pacing and shock impedance on the right ventricular (rv) lead channel. During the system revision, the leads were tested via the pacing system analyzer (psa). The lead measurements were within range. However, when the measurements were measured when the leads were attached to the device, the shock impedance was high out of range again. The device was explanted and replaced. The measurements were within range. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was requested from the field representative; however, no response was received. If additional information is received. An additional report will be sent. Subsequently, the device was returned for analysis.